Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had 3 capsules that failed to attach on the same patient. 2 capsules failed to attach and the 3rd capsule fell in the stomach and retrieved.